Manufacturer narrative:
Gas loss alarm, esp personnel explained the nature of the alarm and based on the information they gave patients hemodynamics and clinical picture, the alarm was likely caused by tachycardia and temperature variances.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.